Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Additional information was requested, and the following was obtained: the event date should update to 12-jun-2025. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the suture break post-op? Did the patient undergo any re-operation procedure? If yes, please describe the appearance of the suture. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the suture break post-op? Did the patient undergo any re-operation procedure? If yes, please describe the appearance of the suture. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that a patient underwent an arthroscopic reconstruction of left patellar dislocation ligament under spinal anesthesia on (B)(6) 2025 and suture was used. The patient complained of pain and discomfort in the left knee after trauma, limited mobility, and was admitted with recurrent patellar dislocation. The patient underwent the surgery on the first day after admission. Post-op, the patient experienced inflammation and wound secretion. The patient returned to the ward safely after the surgery, with a clear mind and general mental state. The patient reported no special discomfort. On the first day after the surgery, the attending physician conducted a ward round, and the patient reported significant incision pain and bleeding, requiring dressing change. On the second day after the surgery, the chief physician conducted a ward round, and the patient reported that the incision pain had eased. The patient was instructed to flex their knee joint for rehabilitation exercises. On the 9th day after surgery, the attending physician found obvious redness and swelling around the incision during ward rounds and dressing changes, with about 20ml of pus exuding from the incision. The bacterial culture results showed staphylococcus aureus. The patient was immediately isolated in a single room and disinfected daily, and treated with a combination of antibiotics. It was stated that the medical staff should pay attention to hand hygiene. Cultivate bacteria and administer antibiotic treatment. Name of antibiotic used: injection of amoxicillin, clavulanate potassium, levofloxacin, and sodium chloride injection. Additional information was requested.